Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The reported navigational lag was able to be reproduced on an in-house system. However, investigation of the case logs was unable to determine a root cause. Ultimately, the user aborted the use of egps in this case and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During a robotic procedure, the system began lagging causing navigation to become slow and choppy. The first time, a hard shutdown resolved the issue. The first stage of the procedure which was intra-op workflow. Near the end of the second portion of the procedure, the software began to lag again resulting in the surgeon bailing on the robot to complete the case with fluoroscopy.